Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section g1 (address) and provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for a possible closure issue after device deployment. The exact root cause could not be determined. It is possible that during deployment of the device, plaque was dislodged, leading to the adverse event and the user to have "asperated some clot". The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).

Event description:
The user facility reported that after the doctor deployed the angio-seal following a 6 french closure, the tibial pulses went down. The doctor performed an ultrasound and noticed that the angio-seal was narrowing right at the angio-seal site. He re-stuck the common femoral just distal to the angio-seal and aspirated some clot. The doctor believed that he did not go through; however, he thought the angio-seal did not function properly at arteriotomy. He held light manual compression and kept the patient flat for two hours. There was no patient injury or surgical intervention required, and the patient was stable.

Manufacturer narrative:
. E3: occupation: lead tech the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.